Event description:
It was reported that while the anesthesia system was used for treatment, alarms indicating a leakage was generated. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our complaint investigation is finalized. Our field service engineer (fse) conducted an on-site investigation and confirmed the issue in the device log, however, multiple system checkout (sco) was successfully performed and the fse was unable to reproduce the issue. During the date of event and as a pre-caution, the customer swiped to another anesthesia system and proceed the treatment. They confirmed also that there was no interruption in ventilation. The involved anesthesia system passed sco when tested with new tubes and has since returned to normal clinical operation. A complete set of device logs was received. Evaluation of the logs shows that prior to and after the event a successful sco was performed. The log shows that leakage alarms and other clinical alarms were triggered during treatments, however, no leakage test was done between these treatments. The technical log has no recordings during this date which indicate the absence of technical malfunctions in the system. Our conclusion, based on the fse investigation and evaluation of the logs, is that the passed sco ensure correct system functionality, optimal performance, and patient safety. However, leakage occurring during use can result from various factors, such as breathing/patient tubes, sampling line positioning or filters. Therefore, we have not been able to determine the exact cause of the reported event.